Event description:
A report was received that the patient would undergo a pocket revision due to the pocket site irritating his skin. The pocket was relocated from the patient's shoulder blade to his lower left side. The patient is doing well following the procedure.